Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife reported that the patient was hospitalized for a scheduled procedure. Patient was wearing dexcom continuous glucose monitor (cgm) during hospitalization, but cgm was not charged during hospitalization. During hospitalization, patient's wife reported that the patient developed a blood clot in his left leg two days after the procedure. The blood clot traveled to patient's lungs. Patient's wife reported that the patient expired as a result of diabetes related complications. No additional event or patient information is available. There was no alleged device malfunction. A certificate of death was provided, confirming patient expired as a result of cardiorespiratory arrest and pulmonary embolism. Additionally, death certificate confirms contributing factors of death related to: cardiac artery disease (cad), stroke, internal carotid artery and middle cerebral stenosis. It should be noted that diabetes mellitus is a known cause of death related to complications of the disease.